Event description:
The patient presented to their healthcare provider with skin irritation allegedly caused by zio at. They experienced hives and blisters on other parts of their body, but not under the patch. It is unclear whether the zio at caused or contributed to the patient's reaction. Following examination, the hcp diagnosed spontaneous hives. The device was removed, and the patient was prescribed prednisone.

Manufacturer narrative:
A review of the complaint revealed that the patient wore the zio at for the 14-day prescribed wear period. The patient has a history of reactions to medical adhesive and sensitive skin. The cause of the reported event cannot be determined. However, skin irritation and allergic reaction is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio at patch on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. Patient may experience skin irritation. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio at patch from the patient¿s chest. This event is being reported per 21 cfr 803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.